Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of stretching/lumen separation in a hickman catheter is confirmed, and the cause appears to be use-related. The device returned was found during preliminary evaluation to be a broviac 4.2 f catheter. Visual observation found that the catheter terminated shortly after the clamping sheath, and that a piece of the strengthening sheath had come away from the rest of the catheter. Microscopic evaluation found that the distal end of both pieces of smaller tubing appeared to have been trimmed with a sharp instrument. The other end of the loose sheath segment was granular/rough and had an irregular surface. The strengthening sheath break surface within the clamping sleeve was visible and also granular/rough. The adhesive fillet was clearly present at the end of the strengthening sheath, and some adhesive also appeared to be present on the rough end of the loose strengthening sheath segment. No leaks were found in the catheter. Tactual evaluation found that the innermost tubing appeared to manifest tensile weakness. The tear in the strengthening sheath and the appearance of tensile weakness suggest that the catheter was subjected to tensile stress during use, leading to material failure. The complaint is therefore confirmed and found to be use-related. A lot history review (lhr) of huay0244 showed three other similar product complaints from this lot number. The IFU states the following; ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smoothed atraumatic clamps or forceps.¿ (section d: percutaneous technique) ¿secure catheter at exit site with a sterile dressing. The external segment of the catheter should be coiled and taped. Avoid tension on the external segment to prevent dislodging the catheter.¿ (site care) ¿apply the cover dressing (tape or transparent dressing) following the directions in the package as well as instructions from your doctor or nurse. Coil the catheter, check to see that it is not kinked or pinched, and secure it to the chest or dressing with tape. This will prevent pulling of the catheter at the exit site and decrease irritation.¿

Event description:
It was reported by the facility, at the distal end of the catheter, above the wider clamping area the inner and outer lumens appeared stretched with no visible breaks or tears. Tpn was running when the rn noticed the lumens appeared to have separated. Line was repaired. No harm reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huay0244 showed three other similar product complaints from this lot number.

Event description:
It was reported by the facility, at the distal end of the catheter, above the wider clamping area the inner and outer lumens appeared stretched with no visible breaks or tears. Tpn was running when the rn noticed the lumens appeared to have separated. Line was repaired. No harm reported.